Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 11/apr/2024, it was reported that the infusion set cannula was bent. Also, length of time infusion set has been in use was 2 days. Within 3 hours of insertion customer noticed symptoms. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.